Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2019, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had failed. A field service engineer (fse) found the t board half height module with no lights on 2.1. The fse inspected the connections, replaced the pyxibus module controller board, and tested the drawer in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and device was not detected on bus; after assessing and troubleshooting, the board was found to be fried. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.